Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation/ migration of essure device / perforation other/ perforation (fallopian tube (s))"), vaginitis chlamydial ("chlamydia") and autoimmune disorder ("autoimmune disorder") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((2004, (B)(6) 2011).), loop electrosurgical excision procedure in 2005, epigastric pain, lower abdominal pain, iron deficiency anemia, hypothyroidism, dyspepsia, abdominal cramps, ovarian cyst, constipation and c-section. Previous cytology was negative. Previously administered products included for an unreported indication: acyclovir and diflucan. Concurrent conditions included vaginal irritation, vaginal discharge and retroverted uterus. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, vaginitis chlamydial (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("menstruation issues") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with paracetamol (acetaminophen). At the time of the report, the fallopian tube perforation, vaginitis chlamydial, autoimmune disorder, menstrual disorder, dyspareunia, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered autoimmune disorder, dyspareunia, fallopian tube perforation, menorrhagia, menstrual disorder, vaginal haemorrhage and vaginitis chlamydial to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded on (B)(6) 2016, CT abdomen/pelvis was done and impression obtained as follow: thick-walled complex 2.8 x 1.7 cm nonspecific left adnexal cyst. Possibly hemorrhagic or corpus luteal cyst. Small volume nonspecific free intraperitoneal fluid in the pelvic cu I-de-sac. Differential considerations include ruptured ovarian cyst. Physiological free fluid related to an occult inflammatory process. On (B)(6) 2016, following diagnostic procedure was done: colonoscopy / biopsy and impression obtained as non-thrombosed external hemorrhoids found on perianal exam. On same day upper gi endoscopy also was done and impression obtained as follow: z-line regular, 40 cm from the incisors. Gastritis, biopsied. On an unknown date, transvaginal exam was done and impression obtained as a normal appearing retroverted uterus with essure contraception noted. Left ovary has a dominant follicle measuring 1.7x1.3xl.4cms. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, dyspareunia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Event perforation (fallopian tube (s)) was clubbed with previously reported event and recoded to meddra llt fallopian tube perforation. Events vaginal haemorrhage, menorrhagia were newly added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation/ migration of essure device / perforation other/ perforation (fallopian tube (s))"), vaginitis chlamydial ("chlamydia") and autoimmune disorder ("autoimmune disorder") in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 ((2004, (B)(6) 2011).), loop electrosurgical excision procedure in 2005, epigastric pain, lower abdominal pain, iron deficiency anemia, hypothyroidism, abdominal cramps, ovarian cyst, constipation, c-section, hypothyroidism, gerd and adhd. Previous cytology was negative. Previously administered products included for an unreported indication: acyclovir and diflucan. Concurrent conditions included vaginal irritation, vaginal discharge and retroverted uterus. Concomitant products included aciclovir sodium (acyclovir), atomoxetine hydrochloride (strattera) since (B)(6) 2015, bupropion hydrochloride (wellbutrin) from (B)(6) 2015 to (B)(6) 2016, contraceptives, hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2012 to (B)(6) 2015, lactulose from (B)(6) 2017, linaclotide (linzess) from (B)(6) 2015 to (B)(6) 2016, lubiprostone (amitiza) from (B)(6) 2015 to (B)(6) 2017, nsaid's and thyroid (armour thyroid). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced vaginitis chlamydial (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced anaemia ("anemia"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)") and dyspepsia ("gastrointestinal or digestive system condition type: dyspepsia"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("menstruation issues") and vaginal infection ("vaginal infection"). The patient was treated with paracetamol (acetaminophen). At the time of the report, the fallopian tube perforation, vaginitis chlamydial, autoimmune disorder, menstrual disorder, dyspareunia, vaginal haemorrhage, menorrhagia, depression, anxiety, anaemia, dysmenorrhoea, dyspepsia and vaginal infection outcome was unknown. The reporter considered anaemia, anxiety, autoimmune disorder, depression, dysmenorrhoea, dyspareunia, dyspepsia, fallopian tube perforation, menorrhagia, menstrual disorder, vaginal haemorrhage, vaginal infection and vaginitis chlamydial to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): colonoscopy - on (B)(6) 2016: obtained as non-thrombosed external hemorrhoids found on perianal exam. On same day upper gi endoscopy also was done and impression obtained as follow: z-line regular, 40 cm from the incisors. Gastritis, biopsied.. Computerised tomogram abdomen - on (B)(6) 2016: thick-walled complex 2.8 x 1.7 cm nonspecific left adnexal cyst. Possibly hemorrhagic or corpus luteal cyst. Small volume nonspecific free intraperitoneal fluid in the pelvic cu I-de-sac. Differential considerations include ruptured ovarian cyst. Physiological free fluid related to an occult inflammatory process. Hysterosalpingogram - on (B)(6) 2013: results: essure device was successfully occluded. Ultrasound scan vagina - on an unknown date: as a normal appearing retroverted uterus with essure contraception noted. Left ovary has a dominant follicle measuring 1.7x1.3xl.4cms. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, dyspareunia. Most recent follow-up information incorporated above includes: on 30-nov-2018: pfs received : event dysmenorrhea, dyspepsia, vaginal infection added. Concomitant medication added. Medical history added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation/ migration of essure device / perforation other/ perforation (fallopian tube (s))'), vaginitis chlamydial ('chlamydia') and autoimmune disorder ('autoimmune disorder') in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure in 2005, multigravida, parity 2 ((2004, (B)(6) 2011).), epigastric pain, lower abdominal pain, iron deficiency anemia, hypothyroidism, abdominal cramps, ovarian cyst, constipation, c-section, hypothyroidism, gerd, adhd, genital bleeding, pregnancy test urine negative, menses irregular with excessive bleeding, vaginal discharge, thyroid disorder and anemia. Previous cytology was negative. Previously administered products included for an unreported indication: depo-provera, acyclovir and diflucan. Concurrent conditions included hypothyroidism since (B)(6) 2016, gastroesophageal reflux disease since (B)(6)2015, vaginal irritation, vaginal discharge and retroverted uterus. Concomitant products included aciclovir sodium (acyclovir), amoxicillin trihydrate;clarithromycin;omeprazole (omeclamox pak), atomoxetine hydrochloride (strattera) since (B)(6) 2015, bupropion hydrochloride (wellbutrin) from (B)(6) 2015 to (B)(6) 2016, hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2012 to (B)(6) 2015, lactulose from (B)(6) 2017 to (B)(6) 2017, linaclotide (linzess) from (B)(6) 2015 to (B)(6) 2016, lubiprostone (amitiza) from (B)(6) 2015 to (B)(6) 2017, nsaids, oral contraceptive nos and thyroid (armour thyroid). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"), 2 years 5 months after insertion of essure. On (B)(6) 2015, the patient experienced vaginitis chlamydial (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced anaemia ("blood or heart disorder/condition type:anemia"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced dyspepsia ("gastrointestinal or digestive system condition type: dyspepsia"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant) and menstrual disorder ("menstruation issues"). The patient was treated with paracetamol (acetaminophen). At the time of the report, the fallopian tube perforation, vaginitis chlamydial, autoimmune disorder, menstrual disorder, dyspareunia, vaginal haemorrhage, heavy menstrual bleeding, depression, anxiety, anaemia, dysmenorrhoea, dyspepsia, vaginal discharge and fatigue outcome was unknown. The reporter considered anaemia, anxiety, autoimmune disorder, depression, dysmenorrhoea, dyspareunia, dyspepsia, fallopian tube perforation, fatigue, heavy menstrual bleeding, menstrual disorder, vaginal discharge, vaginal haemorrhage and vaginitis chlamydial to be related to essure. The reporter commented: discrepancy noted. In previous follow up it was mentioned that hysterosalpingogram done on (B)(6) 2013: results: essure device was successfully occluded. As per current follow up plaintiff claimed that she did not undergone any essure confirmation test. As hysterosalpingogram done was already captured hence she did not undergone any essure confirmation test was not captured as a event. Discrepancy noted in essure insertion date (B)(6) 2012. Plaintiffs received treatment for pain, abnormal bleeding, perforation. 4 coils on both side. Diagnostic results (normal ranges are provided in parenthesis if available): colonoscopy - on (B)(6) 2016: obtained as non-thrombosed external hemorrhoids found on perianal exam. On same day upper gi endoscopy also was done and impression obtained as follow: 1.z-line regular, 40 cm from the incisors. 2. Gastritis, biopsied. Computerised tomogram abdomen - on (B)(6) 2016: 1.thick-walled complex 2.8 x 1.7 cm nonspecific left adnexal cyst. Possibly hemorrhagic or corpus luteal cyst. 2.small volume nonspecific free intraperitoneal fluid in the pelvic cu I-de-sac. Differential considerations include ruptured ovarian cyst. Physiological free fluid related to an occult inflammatory process.. Hysterosalpingogram - on (B)(6) 2013: results: essure device was successfully occluded. Ultrasound scan vagina - on an unknown date: as a normal appearing retroverted uterus with essure contraception noted. Left ovary has a dominant follicle measuring 1.7x1.3xl.4cms. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, dyspareunia. Most recent follow-up information incorporated above includes: on 4-may-2021: medical record received: medical history, reporter were added. Rcc was updated. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation/ migration of essure device / perforation other/ perforation (fallopian tube (s))"), vaginitis chlamydial ("chlamydia") and autoimmune disorder ("autoimmune disorder") in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((2004, (B)(6)2011).), loop electrosurgical excision procedure in 2005, epigastric pain, lower abdominal pain, iron deficiency anemia, hypothyroidism, dyspepsia, abdominal cramps, ovarian cyst, constipation and c-section. Previous cytology was negative. Previously administered products included for an unreported indication: acyclovir and diflucan. Concurrent conditions included vaginal irritation, vaginal discharge and retroverted uterus. Concomitant products included nsaid's. On (B)(6)2012, the patient had essure inserted. In (B)(6)2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6)2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6)2015, the patient experienced vaginitis chlamydial (seriousness criterion medically significant). In (B)(6)2016, the patient experienced anaemia ("anemia"). In (B)(6)2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant) and menstrual disorder ("menstruation issues"). The patient was treated with paracetamol (acetaminophen). At the time of the report, the fallopian tube perforation, vaginitis chlamydial, autoimmune disorder, menstrual disorder, dyspareunia, vaginal haemorrhage, menorrhagia, depression, anxiety and anaemia outcome was unknown. The reporter considered anaemia, anxiety, autoimmune disorder, depression, dyspareunia, fallopian tube perforation, menorrhagia, menstrual disorder, vaginal haemorrhage and vaginitis chlamydial to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: essure device was successfully occluded on (B)(6)2016, CT abdomen/pelvis was done and impression obtained as follow: 1.thick-walled complex 2.8 x 1.7 cm nonspecific left adnexal cyst. Possibly hemorrhagic or corpus luteal cyst. 2.small volume nonspecific free intraperitoneal fluid in the pelvic cu I-de-sac. Differential considerations include ruptured ovarian cyst. Physiological free fluid related to an occult inflammatory process. On (B)(6)2016, following diagnostic procedure was done: colonoscopy / biopsy and impression obtained as non-thrombosed external hemorrhoids found on perianal exam. On same day upper gi endoscopy also was done and impression obtained as follow: 1.z-line regular, 40 cm from the incisors. 2. Gastritis, biopsied. On an unknown date, transvaginal exam was done and impression obtained as a normal appearing retroverted uterus with essure contraception noted. Left ovary has a dominant follicle measuring 1.7x1.3xl.4cms. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, dyspareunia. Most recent follow-up information incorporated above includes: on 21-aug-2018: pfs received- new event depression, mental anguish, anemia and concomitant medication were added incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation/ migration of essure device / perforation other/ perforation (fallopian tube (s)", vaginitis chlamydial ("chlamydia") and autoimmune disorder ("autoimmune disorder") in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 (2004, on (B)(6) 2011). Loop electrosurgical excision procedure in 2005, epigastric pain, lower abdominal pain, iron deficiency anemia, hypothyroidism, abdominal cramps, ovarian cyst, constipation, c-section, hypothyroidism, gerd and adhd. Previous cytology was negative. Previously administered products included for an unreported indication: acyclovir and diflucan. Concurrent conditions included vaginal irritation, vaginal discharge, retroverted uterus, hypothyroidism since on (B)(6) 2016 and gastroesophageal reflux disease since on (B)(6) 2015. Concomitant products included aciclovir sodium (acyclovir), amoxicillin trihydrate;clarithromycin;omeprazole (omeclamox pak), atomoxetine hydrochloride (strattera) since on (B)(6) 2015, bupropion hydrochloride (wellbutrin) from on (B)(6) 2015 to on (B)(6) 2016, hydrocodone bitartrate;paracetamol (norco) from on (B)(6) 2012 to on (B)(6) 2015, lactulose from on (B)(6) 2017 to on (B)(6) 2017, linaclotide (linzess) from on (B)(6) 2015 to on (B)(6) 2016, lubiprostone (amitiza) from on (B)(6) 2015 to on (B)(6) 2017, nsaids, oral contraceptive nos and thyroid (armour thyroid). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)", vaginal haemorrhage ("abnormal bleeding (vaginal)" and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"), 2 years 5 months after insertion of essure. On (B)(6) 2015, the patient experienced vaginitis chlamydial (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced anaemia ("blood or heart disorder/condition type:anemia"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On (B)(6) 2016, the patient experienced dyspepsia ("gastrointestinal or digestive system condition type: dyspepsia"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant) and menstrual disorder ("menstruation issues"). The patient was treated with paracetamol (acetaminophen). At the time of the report, the fallopian tube perforation, vaginitis chlamydial, autoimmune disorder, menstrual disorder, dyspareunia, vaginal haemorrhage, menorrhagia, depression, anxiety, anaemia, dysmenorrhoea, dyspepsia, vaginal discharge and fatigue outcome was unknown. The reporter considered anaemia, anxiety, autoimmune disorder, depression, dysmenorrhoea, dyspareunia, dyspepsia, fallopian tube perforation, fatigue, menorrhagia, menstrual disorder, vaginal discharge, vaginal haemorrhage and vaginitis chlamydial to be related to essure. The reporter commented: discrepancy noted. In previous follow up it was mentioned that hysterosalpingogram done on (B)(6) 2013: results: essure device was successfully occluded. As per current follow up plaintiff claimed that she did not undergone any essure confirmation test. As hysterosalpingogram done was already captured hence she did not undergone any essure confirmation test was not captured as a event. Diagnostic results (normal ranges are provided in parenthesis if available): colonoscopy: on (B)(6) 2016: obtained as non-thrombosed external hemorrhoids found on perianal exam. On same day upper gi endoscopy also was done and impression obtained as follow: 1.z-line regular, 40 cm from the incisors. 2. Gastritis, biopsied.. Computerised tomogram abdomen: on (B)(6) 2016: 1. Thick-walled complex 2.8 x 1.7 cm nonspecific left adnexal cyst. Possibly hemorrhagic or corpus luteal cyst. 2. Small volume nonspecific free intraperitoneal fluid in the pelvic cu I-de-sac. Differential considerations include ruptured ovarian cyst. Physiological free fluid related to an occult inflammatory process.. Hysterosalpingogram: on (B)(6) 2013: results: essure device was successfully occluded. Ultrasound scan vagina: on an unknown date: as a normal appearing retroverted uterus with essure contraception noted. Left ovary has a dominant follicle measuring 1.7x1.3xl.4cms. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, dyspareunia. Most recent follow-up information incorporated above includes: on 5-mar-2019: pfs received. Reporter's information was added. Added event vaginal discharge, fatigue. Concomitant condition, concomitant drug were added. Event vaginal infection deleted and replaced with chlamydia infection vaginal. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.